Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable left ventricular (lv) lead exhibited chronic high threshold. As a resolution the lead was capped and replaced on (B)(6) 2024, in a new position. There were no patient consequences and no adverse events were reported.